Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, the user reported experiencing symptoms consistent with a hypoglycemic event, including lightheadedness and nausea. The user stated that at approximately 9:30 am central time, the eversense system displayed a sensor glucose (sg) value of 191 mg/dl and entered a glucose suspend state. The user reported confirming blood glucose (bg) via fingerstick at that time, which showed a value of 29 mg/dl. The user did not seek medical treatment and reported resolving the event by consuming glucose. The user's healthcare provider was not aware of the event at the time of reporting, and the user was advised to follow up with their healthcare provider for further medical guidance.